Event description:
Patient is victim of gsw to face, 911 ems providers responded pt with respiratory distress and significant airway and facial trauma. Decompensated to vfib cardiac arrest. Defib pads applied and attempted to defibrillate. Monitor read lead default and providers ensured defib cable attached. Inspected pads, removed and reapplied. Inspected cable to ensure intact. Attempted to defibrillate vfib rhythm again with same lead default alert. Different pad package from another ems provider. While transporting, applied and successful defib shock delivered without change in rhythm. Pt pronounced dead at destination hospital. Have sent pads, cable and equipment to MFR for eval, no report available at this date. Diagnosis or reason for use: patient experiencing ventricular fibrillation.